Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted long green and white multifilament sutures were attached to the valve. Part of the sewing ring appeared to have been removed during explant exposing part of the stent. The right and non-coronary cusps were in the closed position. The left cusp was partially open. All leaflets were stiff but slightly flexible except where host tissue extended on the inflow and outflow of all cusps. Tissue deterioration or degeneration due to host tissue on the inflow and outflow was observed on all cusps. Tears along the inflow margin of attachment of the left cusp appeared to be associated with the removal of host tissue during explant. The left right and right non-coronary commissures appeared intact. Moderate tissue deterioration was observed on the non-coronary left commissure. A remnant of tan vegetative host tissue remained attached to the tissue and base stitching adjacent to the right cusp. Tan vegetative appearing host tissue lined the free margin and lunula of all cusps. Tan vegetative appearing host tissue was observed on the tunica of the right and non-coronary cusps. Radiography showed evidence of mineralization along all free margins and bellies of the right and non-coronary cusps. Conclusion: the reduced performance of the valve was attributed to a combination of pannus and host tissue overgrowth and mineralization; these are generally considered patient-related conditions. There was also evidence of vegetation consistent with endocarditis. In addition, the device history record and sterialization record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6).

Manufacturer narrative:
Investigation including histopathology has been completed on the event. Based on the analysis, tissue deterioration or degeneration due to host tissue on the inflow and outflow was observed on all cusps. Tan vegetative appearing host tissue lined the free margin and lunula of all cusps. Radiography showed evidence of mineralization along all free margins and bellies of the right and non-coronary cusps. The findings in the analysis report suggest that this event occurred due to endocarditis. Histopathology results confirmed the clinical diagnosis of endocarditis. Large numbers of gram positive coccoid bacteria, occasionally arranged in short linear chains, were present in both the leaflets and adhered fibrin (host tissue). Both the intrinsic (leaflet) and extrinsic (fibrin) calcified areas were secondary to the infection presence. It was reported that the duration of implant of this device was unknown. A review of the device history record and sterilization record showed no anomalies that would have impacted this event. No additional complaints have been received for devices sterilized under the same lot. Quality assurance will continue to monitor for similar complaints.

Event description:
Medtronic received information that this bioprosthetic valve, implanted an unknown duration, was explatned due to endocarditis. Thevalve was successfully replaced with a valve of another manufacturer. Upon explant, the valve was noted to have build up on the valve. The product was returned for laboratory analysis.